Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from the friend/family member of a patient with an implantable neurostimulator (ins) for spinal stenosis. The patient was experiencing buzzing, tingling, and non-stop pain in their body all the way down to their toes. The stimulator was acting all crazy. The patient was describing the zapping as uncomfortable to worse. The patient has been having difficulties getting a reading on their patient programmer and often sees the poor communication screen beginning a weeks ago. The patient also reported having falls off and on in the past month. The patient started falling again the other day. During the report the patient synced with their patient programmer which showed that the stimulation was off. The patient initially had poor communication but then was able to communicate which showed that they needed to charge their ins. The patient initiated a charging session which showed an elective replacement indicator (eri). The patient¿s coupling bars dropped 2 during the call but then came back up again after repositioning. The patient turned their stimulation on but the issue was not resolved. The patient noted having an appointment with their healthcare professional (hcp) on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on june 27, 2017. It was reported that the patient recharged her battery, interrogated, and programmed the device. A fluoroscopic exam was performed for the lead and the implantable neurostimulator (ins). A CT scan was performed for the thoracic and lumbar spine as the patient had intrathecal pump (r.o. Granuloma). The hcp also reported that the patient fell (which was noted as a syncopal episode) on (B)(6) 2017, there was a plan to replace the ins later in the summer due to the age of the ins and difficulty charging. Lastly, the cause of the reported device issues and symptoms were unknown and they were no resolved. There were no further complications reported or anticipated.